Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced. According to received service report, the broken user interface holder was replaced with a new one. The ventilator passed all functional and safety tests and was cleared for clinical use. The broken user interface holder implies that the panel unit has been exposed to high mechanical forces. The consequence to this kind of mechanical damage is that the panel gets detached and in a worst case falls off the ventilator carrier. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective user interface holder.

Event description:
Manufacturer's ref. #: (B)(4).